Event description:
It was reported that the patient was transferred to a hospital bed, when the crna raised the IV pole, allegedly the IV pole broke in half and hit patient on the eyebrow. Allegedly the incident did cause an abrasion and bleeding to the patient. The abrasion was cleaned by a nurse and no further treatment was required.